Event description:
The cassette was being primed for the continuous renal replacement therapy (crrt) machine with saline when it began alarming that a air bubble was present although there was no visible air bubble. Two machines attempted to prime cassette and both alarmed with a malfunction delaying start of crrt. Three cassettes were primed and wasted before obtaining new lot of cassettes at which point crrt was started on patient.